Event description:
It was reported that short circuits have been discovered during testing of the pt's implant short circuits are showing on channels 1 and 6, 2 and 3 and 8 and 9. The pt has been a poor performer and has not progressed. There is no history of any accidents.

Manufacturer narrative:
The device has not been explanted if it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.